Event description:
Upon installation of software version 6.1, rev j, into the abbott cell-dyn 3500 sl hematology analyzer, the analyzer would sporadically aspirate sample from the same pt tube twice and assign the proceeding pt identification number to the second aspiration (the same sample with two different sample identification numbers). An initial error flag, alarm IV condition u (rack barcode read errors), was given by the analyzer. One pt was transfused with two units of blood based on results associated with this issue. The fault was traced to incorrect ribbon cable connections with subsequent damage to the x-y motor.